Event description:
Olympus was informed that during unspecified procedure, shortly after using the tb-0535fc, the physician had not been able to activate the tb-0535fc. Upon the checking the tb-0535fc, the physician had found that the seal button had not been able to come on. The physician had changed the devices into the other system and the procedure had been completed. There was no report of the pt's injury regarding this event.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for eval. The eval confirmed that the ptfe pad was worn out and partially peeled off but did not fall off. Also, there was a contact mark of the probe and jaw. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears and is separated from the grasping section. Since the ptfe pad wore severely and was separated from the grasping section, the probe and grasping section became contacting each other, and the scratches indicating that the probe and grasping section were in contact with each other were made. Also because the probe and grasping section became contacting each other, the short circuit error occurred and the output was not activated. Note that the instruction manual prohibits activating output while grasping nothing in the grasping section (including after the tissue separated). The mfg history was reviewed, with no irregularities noted. Based upon the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.